Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify for low battery, failed battery test, battery out off limit alarm and unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that insulin pump experienced a blank screen display. Battery was changed and pump received a low battery alert the following day. Customer's blood glucose was unknown. Caller declined troubleshooting and requested for insulin pump to be replaced.